Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I forgot to take my tampon out. I can't find it [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she forgot to take out her tampon and can't find it. No serious injury was reported.